Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 500 mg/dl, and a large ketone level identified as dangerous. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin. Reportedly, the customer was released on 12/25/20 with the issue resolved and no permanent damage. The customer alleged that the pump was not delivering insulin properly; however this could not be confirmed as customer declined troubleshooting, or to upload pump data for review by tandem technical support. Reportedly, the customer continued to use the pump for insulin therapy.